Manufacturer narrative:
Based on the information and materials provided, the complaint is considered confirmed. Functional testing and inspections could not be performed due to the parts not being returned. The surgeon reported that the infection had nothing directly to do with the pectus bar but may occur after any operation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: brice, h., lacroix, v., pirotte, t. & docquier, p. (2018). Lung middle lobe laceration needing lobectomy as complication of nuss bar removal. Case reports in orthopedics, volume 2018, pages 1-6. Https://doi.org/10.1155/2018/8965641.

Event description:
It was reported in a journal article that a patient developed an infection following the removal of a pectus bar. No further information is available.